Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose level was over 500 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The customer did experience symptom such as feeling sick or unwell, flu due to diabetic ketoacidosis and nausea, vomiting due to high blood glucose. The auto mode feature was inactive at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had possible under delivery. The device will not be returned for analysis.